Manufacturer narrative:
According to the report, on (B)(6) 2023, customer was "seated in a bariatric rollator walker, when suddenly without warning, the left front wheel broke off of the walker causing the plaintiff to violently fall and land on the floor. The customer sustained severe personal injuries, internal and external both temporary and permanent in nature, did suffer great, is suffering, and may in the future be cause to suffer great pain and discomfort, was compelled to expend certain sums of money in an effort to cure and alleviate her injuries, and said injuries have caused her to be unable to pursue her normal activities." Per the report, the customer "has and will endure great pain, will be prevented from attending her normal affairs, and incurred medical and other expenses." No additional information at this time. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the report, on (B)(6) 2023, customer was "seated in a bariatric rollator walker, when suddenly without warning, the left front wheel broke off of the walker causing the plaintiff to violently fall and land on the floor.